Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33dgm product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about a month ago the patient noticed they were leaking and could not make it to the bathroom in time. Prior to this event, the patient stated that program 3 worked for a little bit. The patient's hcp had told them to increase amplitude until they could feel stimulation, then decrease the amplitude until it was comfortable. The patient stated that they felt stimulation on program 3, but that program stopped working so they changed to program 4. However, the patient could not feel stimulation on program 4 and they got the message 'maximum settings. The system is operating at maximum settings. Therapy cannot be increased' when they tried to increase amplitude above 9.0 ma. The agent reviewed that the patient could consider trying a different program. The patient did not feel stimulation on any other programs they tried during the call, regardless of how high they increased the amplitude. The patient wondered if perhaps the lead was no longer attached to the ins, but they denied any falls/trauma that could have impacted the ins/lead site. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated that their hcp retired and they didn't know the name of the hcp that took their place. The patient asked for the phone number for their previous hcp's office. The agent provided the phone number as requested. On (B)(6) 2025 patltr additional information was received from the patient. They reported that the likely cause behind the issues was the probe migrating 1.5 to 2 inches away from the nerve. They stated they were waiting for a surgery date to remove the non-working system and have a new one put in.